Event description:
It was reported that the patient experienced frequent low voltage advisory alarms. The patient's system controller was exchanged. The log files captured numerous low voltage hazard events throughout while on battery power. There were no reported issues from the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was able to be confirmed. The heartmate ii system controller (serial number: (B)(4) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 17 days (27mar2023 ¿ 13apr2023) per timestamp). Atypical low voltage alarms were active on (B)(6) 2023 from 14:08:44 ¿ 14:15:49, on (B)(6) 2023 from 14:07:28 ¿ 14:10:51, and on (B)(6) 2023 from 13:19:39 ¿ 13:21:32. The alarms occurred only on the white power cable while the controller was connected to battery power. The alarms were caused by a sudden drop in the rsoc voltage. The voltage on the white power cable was measured to be 1.9v while the black power cable was measured to be above 3.2v. The alarms cleared once the battery was exchanged. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information stated that it is unknown if the alarms resolved. The controller was exchanged, and no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The heartmate ii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.